Event description:
It was reported that the user disconnected from the ilet pump, after which blood glucose rose and measured 197 mg/dl at the time of the call; the user was advised to reconnect and declined further assistance. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond self-management, and no healthcare utilization. Investigation included customer interview and troubleshooting with education regarding appropriate infusion set management and exercise practices. Investigation of this case revealed user-related interruption of insulin delivery due to pump disconnection; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set management leading to temporary loss of insulin delivery.